Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to breakage or disconnecting of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system. [Inspection of the endoscopic image] 1. Observe the palm of your hand using the wli, nbi, and rdi endoscopic images. 2. Confirm that light is output from the distal end of the endoscope. 3. Adjust the brightness level as appropriate. 4. Confirm that the wli, nbi, and rdi endoscopic images are free from noise, blur, fog, or other irregularities. 5. Operate the up/down angulation control lever slowly in each direction until it stops." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the mage was not stable on the bronchovideoscope. The image was cut with a 20-cm dent. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that e227 (endoscope communication failure) occurs due to disconnection of the imaging cable. This report is to capture the reportable malfunction of the error message e227 noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation, the flexible tube of the insertion section was crushed, the coating of the image guide coil was peeling off, the bending section adhesive part was missing, and scratches were found at multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.